Event description:
"It was reported that a pulse generator exhibited over-sensing of noisy signals for its right ventricular lead. Technical services (ts) was consulted and discussed stored measurements and therapy delivery, with all measurements within range. This device remains in service. No adverse patient effects were reported." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).